Manufacturer narrative:
This is the first instance of a "primary air activated" switch having been adjusted to an incorrect set point. This failure mode was not reported during the clinical investigation or since device approval on 10/15/2004. This failure mode poses no risk to the pt because the failure does not negate the ability of the console to continue to perform its life-sustaining functions, and will be monitored to determine if the failure mode exhibits an upward trend.

Event description:
Complainant stated that "primary air activated" alarm light is sounding when the console is plugged into the wall air.